Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates cracked at the fill port while opening and part of the cap stayed in the port. The events occurred prior to use. The 200 ml/h units were filled with 80ml of normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured december 8, 2017 ¿ december 12, 2017. Two devices were received for evaluation, each containing approximately 80 ml of drug fluid in the bladder. A visual inspection was performed and it was noted that the fill port cap had a tooling mark which was not a crack. It was also observed that a broken non-baxter filling syringe tip was stuck inside the device fill port. The reported condition of a broken syringe tip in the fill port was verified. The cause of the tooling mark on the fill port cap and the cause of the broken syringe tip could not be determined. During normal filling the syringe tip does not break, this type of filling the device where syringe tip is broken is a customer use technique which goes against product design and instructions for use and is considered use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.